Event description:
A medtronic representative reported a surgeon's report of an inaccuracy of approximately 5mm during navigation. The surgeon completed the fess procedure without the use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
The pt weight is unavailable from the site. Software has not been evaluated as of the date of this report.